Manufacturer narrative:
(B)(4). Concomitant medical product- unknown oss construct catalog#s: ni lot#s: ni. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left knee procedure. Subsequently, the patient¿s knee has dislocated and has been revised. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause could not be determined. It was noted that there was an unbalanced soft tissue envelope that may have contributed to the dislocation; however, this is unconfirmed if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Implant date: was previously reported as (B)(6) 2016, but is actually unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI: (B)(4). Concomitant medical products: oss rs poly fem bushings set/2 catalog#: 161034 lot#: 456620, oss rs axle catalog#: 161035 lot#: 500820, mak rs oss 7cm lt disl fem w/p catalog#: cp113817 lot#: 516770, oss mak lock pin catalog#: 110008542 lot#: 684590, oss poly tibial bushing catalog#: 150476 lot#: 464690, oss segmental stacking adapter catalog#: 150483 lot#: 302180, mak oss bumper plus catalog#: cp113825 lot#: 350700, oss tibial poly bearing 16mm catalog#: 150412 lot#: 661570, oss rs poly fem bushings set/2 catalog#: 161034 lot#: 456610, mak oss side lock stem screw catalog#: cp113455 lot#: 111180.

Event description:
No further event information available at the time of this report.